Event description:
New information received indicates that a lead fracture was previously observed.

Manufacturer narrative:
A partial lead with the distal tip measuring 45.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicates that the lead was never capped and that lead fracture was not observed on this lead. The lead was later explanted and replaced.

Event description:
It was reported that the lead was capped and replaced due to high capture threshold. Perforation was observed during the procedure. A thoracotomy was performed, and the patient was stable post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.